Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was at the end of life. The patient underwent an ipg replacement procedure wherein a rechargeable MRI compatible ipg was implanted. The patient was doing well postoperatively. The explanted device will not be returned.